Manufacturer narrative:
This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm513.2, -13.00 diopter, implantable collamer lens into the patient's right eye (od) on 17/dec/2020. The lens was explanted on (B)(6) 2021 due to glare/haloes. This resolved the problem. Reportedly, there is no plan to implant another lens.